Event description:
Reporter indicated that vns patient was having pain associated with stimulation and "just wants the device out". The location and severity of the pain is unknown as attempts for information have been unsuccessful to date. The patient is scheduled to be explanted in 2008. Product return has been requested.